Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricle (rv) lead was failing to capture. The rv lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
Correction: the correct phone number should have been (B)(6), rather than (B)(6).

Manufacturer narrative:
The reported event of failure to capture was not confirmed. A complete lead was returned in two portions for analysis. Electrical testing was normal except an internal short was noted at distal portion due to damaged inner insulation consistent with procedural damage. Visual and x-ray inspections of the lead were normal except for procedural damage.